Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files confirmed the 50032 system notice outer vacuum compromised. The fser showed the 50032 system notice. The patient board was replaced and tested. Servicing of the console was completed and it was approved for clinical use. The product issue reported (system notice 50032) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician.

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the safety system detected a compromised outer vacuum. The console was rebooted and plugged into a different outlet without resolve. The case was aborted while the patient was under general anesthesia. A field service visit took place on a later date in which the console was serviced as appropriate. No patient complications have been reported as a result of this event.